Manufacturer narrative:
Device is combination product

Event description:
It was reported that the stent could not cross and were distorted. Vascular access was obtained via the femoral artery. The 70-80% stenosed, 20-30mm x 2.75-3.0mm, de novo, target lesion was located in the severely calcified and severely stenosed ostial left circumflex artery with a greater than equal to 90 degree of bend. During the preparation of the rota burr for rotablation, the machine showed a stall. Resetting of the entire connections and preparation was performed, but 1.25 mm burr failed to start. The device was exchanged for a 1.50 mm burr and it worked instantly. Following rotablation and predilation with a 3.5/30 mm and a 3.75/20 mm nc balloons. A 2.75 x 24mm and a 3.0x24mm synergy stents were selected; however during two different attempts the devices were unable to cross the heavily calcified, very acute tortuous bend at the ostial left circumflex artery and the devices became distorted and could not be deployed. The procedure was completed with another of the same device. There were no patient complications reported and the patients status is stable.

Manufacturer narrative:
Device is combination product. The device was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and the result was 0.0395, this is within max crimped stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed damage. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that the stent could not cross and were distorted. Vascular access was obtained via the femoral artery. The 70-80% stenosed, 20-30mm x 2.75-3.0mm, de novo, target lesion was located in the severely calcified and severely stenosed ostial left circumflex artery with a >=90 degree of bend. During the preparation of the rota burr for rotablation, the machine showed a stall. Resetting of the entire connections and preparation was performed, but 1.25 mm burr failed to start. The device was exchanged for a 1.50 mm burr and it worked instantly. Following rotablation and predilation with a 3.5/30 mm and a 3.75/20 mm nc balloons. A 2.75 x 24mm and a 3.0x24mm synergy stents were selected; however during two different attempts the devices were unable to cross the heavily calcified, very acute tortuous bend at the ostial left circumflex artery and the devices became distorted and could not be deployed. The procedure was completed with another of the same device. There were no patient complications reported and the patients status is stable.